Event description:
It was reported that the patient had low voltage and no external power alarms on (B)(6) 2021 at 6:59am to 7:00 am. The patient was on the mobile power unit at the time of the event. The patient's controller was exchanged. The log file was reviewed by technical services and the low voltage and no external power events were confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 8 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2021 at 7:00 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The no external power alarm, as well as the low voltage alarms leading up to it, resolved within approximately 5 seconds when power was restored to the system. No other notable events regarding the mpu were observed. The mpu (serial number (B)(6)) was not returned for analysis. The root cause of the observed loss of ac power was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.